Event description:
The customer contacted stryker to report that their device would not power on when power button is pressed. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed power pcb assembly. It was observed that the integrated circuit , designator u8 was electrically shorted.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the power pcba, and replaced it to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on when power button is pressed. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.